Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a partial gastrectomy and hernia repair of the abdomen. The esu was used with an erbe lap bisect [part number (p/n) 20195-204, lot number (l/n): information not provided (ni) which included an erbe lap bisect insert (p/n 20195-206, l/n 2304793)] (note: the erbe lap bisect and insert are not cleared for distribution in the u.s. And are not distributed in the u.s.). No information was provided regarding any other accessory used in the procedure. Also, the specific esu settings used were not provided. During the operation and when activated in a cutting mode, thermally induced perforations occurred on a bowel loop due to tissue coming into contact with the non-insulated joint of the bisect instrument. Subsequently, the patient was transferred to the intensive care unit of another hospital for further surgical treatment of the perforation sites. However, the patient's condition deteriorated, and he died on (B)(6) 2025.

Manufacturer narrative:
The esu and lap bisect insert were evaluated. The findings were as follows: esu.the generator was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The esu was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the esu. Lap bisect insert an inspection of the insert showed signs of damage during use. Its black ptfe insulation was badly damaged in the joint area. Traces of melting can be seen on the white ptfe insulation in the rear area. The shaft end of the insert was heavily scaled. A material/manufacturing defect was not evident. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. There were many factors involved in the event. The thermal lesions of the bowel were initially presumably caused by (unintentional) or incorrect contact of the proximal non-insulated branch parts of the instrument with the bowel. These areas can also become very hot, and care must be taken to ensure that there is no unintentional contact with tissue in this area. The notes on use for the instrument explicitly states that the product, including all insulation, must be checked for mechanical damage before each use and that the product must not be used in the event of damage. There is also another warning that unintentional tissue contact with live, non-insulated instrument parts can lead to unintentional coagulation and irreversible tissue damage. This also applies to the joint area behind the instrument jaws. The instrument was also cleaned intraoperatively with a saline solution, which should also be avoided according to the accessory's instructions. In summary per the reported information and the evaluation of erbe's products, the incident is related to user error. No trends have been identified and erbe USA, inc. Is now closing the file on this event.